Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call indicating that the insulin pump had a prime/fill anomaly. Customer's blood glucose was 148 mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer also stated they did not receive 2nd beeps nor did numbers appear on the screen. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to revert to a backup plan. The customer also reported via phone call that they had an excessive no delivery alarm. Customer's blood glucose was 148 mg/dl. The customer stated that the alarm was resolved by a complete set change. Customer was advised that we would send replacement for infusion sets and reservoirs.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.